Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se found the connection in the compressor compartment coming from the breath delivery unit (bdu) not properly connected. The se reseated the connection, downloaded the software, and replaced the universal serial bus (usb) stick. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator failed the power-on-self-test (post), and exhibited error messages. There was no information regarding patient involvement.